Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
A customer reported to philips that a male patient sustained reddening of the skin on the left elbow which developed into a blister with a size of approx. 3 inches. The patient was positioned head first supine and scanned for an mr angio of the neck.

Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coils used. It is concluded that the injury on the patients elbow was caused by the too close proximity of the bore wall. No padding was used to prevent direct contact with the bore wall. The following factors were identified that may have contributed to the injury the patient sustained. Three (3) consecutive scans on high sar were administered. The patient was covered by a sheet/blanket that may hamper heat dissipation. The patient was obese which may indicate a restricted thermo-regulation (B)(4).